Event description:
A reported incident involving a primary plum set, clave secondary port, clave y-site, secure lock, set exhibited leakage at the filter vent. An unidentified chemotherapy drug was involved. No visible defects were noted on the product upon inspection. There was no delay in critical therapy. There was patient involvement with no injury reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.